Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End-user was provided instructions in skin care and crusting techniques using stomahesive powder and non-sting protective barrier wipes. Lastly, end-user will be sent samples of the stomahesive powder; sensi-care and a stomahesive skin barrier to protect the wound. No additional patient/event details have neem provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: the actual sate of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Manufacturer narrative:
The product associated with batch 4b01477 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It is reported that end-user has a large circumferential wound (3cm round) next to stoma as a result of an internal medical surgical staple that started to protrude from under the peristomal skin. It is reported that this wound began about two months ago and was the size of an eraser head, however, it has grown to size of 3cm round. It is also reported the protrusion blistered and the blister was ripped open upon removal of wafer. End-user states that she has seen a dermatologist and is negative for pyoderma gangrenosum and infection. Current medical treatments include prisma ag, adapt rings; paste; steri strips and a medical adhesive along with hyperbaric oxygen treatment. The end user is also wearing a kci vac to the open midline incision. Lastly, end-user is scheduled to see a (B)(4) next week.